Manufacturer narrative:
A visual examination noted there is a small pinhole in the balloon as was reported to have been created by the user in order to deflate the balloon. Upon thorough testing, no leak or other problem was found with the balloon, the balloon fill valve, or any other component of the device. The balloon was inflated and deflated without issue while using a 10cc slip tip syringe, provided in the device kit. However, the balloon would gradually deflate on its own, due to the small pinhole. The reported malfunction was not confirmed and the root cause of the reported problem cannot be determined.

Event description:
It was reported to boston scientific corporation that an endovive low profile balloon replacement device could not be deflated using a syringe (patient age, gender and weight are unknown). According to the complainant, the balloon was punctured under the endoscope, then removed from the patient. Another endovive low profile balloon replacements device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."